Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA, alleging that her onetouch ultra 2 meter displayed an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at approximately 6:30pm. The patient stated that the error message was related to a test strip fill problem. The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient stated that she took her usual dose of metformin 500 mg medication (including sliding scale) on (B)(6) 2015 at approximately 7:00pm but she did not take her evening dose. The patient denied that any symptoms developed; however she attended ER on (B)(6) 2015 at approximately 6:30pm where she received a blood glucose test using an ER/hospital device, and the patient stated that the result was less than 40 mg/dl. At the time of troubleshooting, the csr noted that the alleged product issue was resolved when the patient performed a walk-through retest. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient stated that she received a blood glucose test result of "less than 40 mg/dl" using an ER/hospital device after the alleged inaccuracy began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. However. Another issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.